Manufacturer narrative:
Company representative evaluated the system. Corrections included reloading the software and emergency back up disk of the central station, and replacements of the system's hard drives.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.